Event description:
The therapist reported several occurrences of unexpected motions while using the hand pendant: couch rotation, collimator rotation, room lights off/on, y-jaws changed size (opened), and the mlc retracted. There was no report of the ganty motions. The reported items/symptoms were not consistent during each separate incident. The therapist reported that this occurred several times between treatments (during patient setup). The pendant and the cables were replaced and they have not had any similar instances since. No patients were injured during these events.

Manufacturer narrative:
Root cause analysis determined that the cause of the unwanted motion problem is any potential loss of reference voltage to the pendant firmware. In these circumstances, the pendant will produce a signal equivalent to a full thumbwheel deflection. One potential cause of a loss of a reference voltage is a transient failure of the pendant cable, which could then result in unwanted drive commands when the mebs are enabled. A correction to this anomaly has been developed, that will effectively prevent further occurrences of unwanted clinac motions due to pendant firmware failures. Varian's original risk assessment determined that, due to multiple mitigating factors, such as release of the mebs or the close availability of emergency off buttons, if the incident were to recur, it would not be likely to cause or contribute to serious injury or death. However, a quality process review determined that, because of the severe worst-case scenario, an MDR was appropriate.